Manufacturer narrative:
The pump was tested by the MFR and operated within specifications.

Event description:
The biomed reported that a nurse set 10 minutes on a pump with 30cc syringe and reportedly, the device delivered 3 minutes faster. No pt injury.